Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications while the ventilator was turned on. The root cause was determined to be the defective esm board. The device also has exceeded the designed lifetime of 8 years. In consequence (correction), the esm board was replaced. There was no patient or user harm reported.

Event description:
The medical engineer turned on this c1 to check it, but it did not start.after that, the medical enngineer turned this c1 back on several times, but it didn't start.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Start up failed with black screen. Ventilation does not start. Date of the event: (B)(6) 2019. No harm to patient or user. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. Disconnection on patient side in ventilation software (B)(6) 2019 according to event log added in file. No harm to patient or user. Disconnection on patient side. High priority alarm. Vte < 1/8 delivered vti, and delivered vti > 50 ml. The issues are not likely to be serious to public health but are likely to cause serious injury or death to patient or user. Furthermore are the issues not likely to be serious to public health but are likely to cause serious injury or death to patient or use if it were to recur. An investigation for this case is ongoing in order to confirm the root cause.

Event description:
The medical engineer turned on this c1 to check it, but it did not start. After that, the medical engineer turned this c1 back on several times, but it didn't start.